Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right superficial femoral artery (sfa). A 6x60x120 epic¿ stent was implanted to treat the lesion. However, a tear on the stent was noted post-deployment. Subsequently, a 6x80mm epic¿ stent was deployed to overlap the previously implanted 6x60x120 epic¿ stent and the procedure was completed. No patient complications were reported and the patient's status was stable.